Event description:
A report was received that a patient will undergo a pocket revision due to discomfort.

Manufacturer narrative:
The patient underwent a pocket revision. Nothing was implanted or explanted and the patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient will undergo a pocket revision due to discomfort.